Event description:
Pt had a laparoscopic sigmoidectomy due to a thickened and contracted gallbladder with a large impacted stone. The colon was transected just at the juncture of the descending colon and sigmoid colon. The end of the colon was brought out onto the operative field and opened. A 29mm anvil was then placed into the end. The stapler was introduced up through the rectum and the anvil was placed into the stapler and it was fired. However upon firing the stapler, it was unable to be removed. In pulling the stapler, however the entire apparatus came out leaving no anastomosis. At that point a lower midline open incision was made to allow for handsewing of the anastomosis.